Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that when transporting a patient they "hit a ¿bump¿ and the device slid down the pole onto the caregiver's hand. The user received an x-ray however there was no other information provided. It was reported that the facility had experienced devices sliding down the IV pole ¿a half dozen times¿ since implementing the devices a year ago.